Manufacturer narrative:
This report is submitted on november 27, 2019.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. It is unknown what treatment was administered for the infection. The implant remains in-situ.